Event description:
It was reported that an occlusion alarm occurred, but the specific alarm number could not be verified in the pump history. There was no adverse impact on the customer¿s blood glucose level. Reportedly, the customer changed cartridge and infusion set to address the issue.